Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
On 20/jan/2025, during follow-up for a separate event, it was reported that this patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2025 for low hemoglobin and fainting. There were no reported allegations that the event was due to fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized due to low hemoglobin (anemia) characterized by syncope. The nurse stated it is unknown when the patient experienced syncope. However, the nurse stated this event is not related to products or dialysis. It was reported that anemia is a complication of end stage renal disease and additionally there may be other underlying comorbid conditions (unrelated to dialysis) that contributed to the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2025, during follow-up for a separate event, it was reported that this patient on peritoneal dialysis (pd) was hospitalized on (B)(6) 2025 for low hemoglobin and fainting. There were no reported allegations that the event was due to fresenius products. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025, the patient was hospitalized due to low hemoglobin (anemia) characterized by syncope. The nurse stated it is unknown when the patient experienced syncope. However, the nurse stated this event is not related to products or dialysis. It was reported that anemia is a complication of end stage renal disease and additionally there may be other underlying comorbid conditions (unrelated to dialysis) that contributed to the event.